Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer.the fse determined the failure mode was due to hardware malfunction. The fse inspected the instrument and observed multiple issues such as worn out r1 syringe, and leaking wash syringe. The fse replaced wash syringe, r1 syringe, tubing, reference valve, reference electrode, all electrodes, and electrode manifold holder which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer stated that they generated erroneous erratic patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) were generated with low anion gap involving the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.